Event description:
The reporter stated that the unit intermittently shut down during infusion without alarming. The reporter further stated that the battery was fully charged. There was no patient injury or treatment associated with this event.